Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error 46440 when powering down post-infusion and removed the lithium battery to force shutdown. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: product received date 10/16/2025. H3/h6: one device was returned for analysis of complaint of error 46440 when powering down post-infusion. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. Reported issue was confirmed through power up test. Also found the downstream occlusion (dso) seal delaminated. Further investigation found upstream occlusion (uso) seal cavitation and the uso was replaced. Device passed all testing post repair. Probable cause of error code was unknown.